Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that their device keeps giving them an error stating that the communication is lost. It was noted that they could tell by their symptoms that the device was not working; they had returned to before the procedure. It was noted that the patient had been able to press retry, and the device would communicate, however each time the device ¿goes to sleep¿ the therapy quits working and loses communication. The next day it was noted that they had gone to see their healthcare provider because the device would not hold a connection. The following day, they reiterated that the device was not working, and they had spoken to their healthcare provider and manufacturer representative about this. They stated that there was that they could do as the device had moved from the nerve. It was noted that they had decided to go ahead with the implant. No further patient complications are anticipated or expected as a result of this event.